Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a patient sample using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Vitros tsh precision testing was not performed to verify instrument performance at the time of the event due to condition codes, therefore unexpected instrument performance cannot be ruled out as contributing to the event. An ortho clinical diagnostics field engineer performed service actions to return the vitros eciq immunodiagnostic system to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed. Quality control data was not provided by the customer when requested, therefore the performance of the vitros troponin I es reagent could not be confirmed and a reagent issue could not be ruled out as contributing to the event. The customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation, so pre-analytical sample handling could not be ruled out as contributing to the events. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample (0.074 ng/ml vs. Expected result of <0.012 ng/ml) using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I result was not reported from the laboratory and there is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).